Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 595 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was advised by a family member to go to the emergency room. Troubleshooting was not completed at the time of the call and the reporter could not be reach for further information. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an inaccurate delivery issue.